Manufacturer narrative:
Initial and final (B)(4) - device 1 of 1.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The issue occured with multiple infusion sets. No further information available.